Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Blood glucose reading was 58 mg/dl. The customer stated few hours before he had high blood glucose of 280 mg/dl and insulin pump delivered lot of insulin in auto mode system. Customer reported insulin pump stopped delivering insulin when his blood glucose was 100 mg/dl but the blood glucose went down 58 mg/dl. The insulin pump will not be returned for analysis.